Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor seized, blocked, jammed and was moving heavy on the small battery drive device. It was further determined that the motor was running rough and was defective. It was further determined that the device failed pretest for check the triggers and electronic control unit (ecu) function, check switching function and check the off/osc/on switch mode function. It was noted in the service order that the device failed to start. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.